Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the cassette leaked before a procedure. There was no patient involvement and no harm to the operating room staff. The product was replaced and the planned procedure was performed and completed.

Manufacturer narrative:
A returned cassette pak was visually inspected. And no obvious defects were found. A submerge leak test was performed on the cassette. No leakage was observed into the cassette. The sample was tested using a console. The sample could prime, tune with the ultrasonic handpiece, the 0.9mm air bubble suppressant (abs) tip and infusion sleeve from the lab stock, and passed intraocular pressure (iop) calibration successfully. Fluid flowed from the balanced salt solution (bss) to the bottle to the drain bag without any interfering. No air leak was detected from the infusion air line, during priming process. No message code appeared on the screen. No leakage was found from the drip chamber, the connectors, the cassette, the manifold, the pump elastomer or onto the pump area of the fluidics module. The cleaning process was able to be performed, after functional testing was completed. The sample passed functionality. The root cause of the customer's complaint could not be established. The returned sample functioned per specifications. After an investigation of this complaint, it has been determined, that this sample functioned per specifications. Therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).